Event description:
A male pt contacted lifecor customer support to report that one of his battery packs is giving the "battery pack fault" led when on the charger. This same pt had previous problems with his battery packs approximately 2 1/2 weeks earlier. The pt's charger, monitor, and both battery packs were replaced for eval. Nine days later, the pt experienced similar problems with his replacement equipment. The pt's monitor, both battery packs, and modem were replaced for eval.

Manufacturer narrative:
Device MFR dates: battery pack - 05/2006, battery pack - 05/2006, battery pack - 06/2006, monitor - 06/2002, monitor - 01/2006, modem - 06/2006, battery charger - 08/2006. Evaluation summary: device evaluations of battery packs, monitors, battery charger, and modem have been completed. The reported problem was confirmed. Batter packs were rec'd with 0 volt output. A defective u3 supervisory ic was found within each of battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor passed all functional tests. Monitor passed all functional tests. Battery charger passed all functional tests. Modem passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt rec'd replacement battery packs, monitor, battery charger, and modem. Further investigation is currently underway into the pt's home environment and device care practices due to the non-random nature of this pt's battery failures.